Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a heavily calcified left ventricular outflow tract (lvot), upon release from the paddles the valve dislodged upward. Moderate paravalvular leak (pvl) was noted. A second valve was implanted successfully valve in valve. No adverse patient effects were reported.